Manufacturer narrative:
Block b3: exact date unknown, event occurred close to the stage two procedure on 22nov2023. Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7112838. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7120697.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a pulling sensation in their chest. The physician initially assessed the likely cause of the sensation was the result of the implantable pulse generator (ipg) having migrated downward. The patient underwent a revision procedure to reposition the ipg wherein bowstringing of the lead extensions in the neck were observed. It was revealed that a suture had been incorrectly wrapped around the lead extension by the physician during the implant procedure which resulted in the bowstringing of the lead extension and pulling of the ipg. Once that stitch was cut, the ipg rested well in the pocket; and the patient did well postoperatively.